Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse exchanged the socket. The probable cause was related to a worn out socket after 7 years of continuous use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with the 190 series scope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it was estimated that b30 error was displayed due to the failure of the scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.